Event description:
Information received from our (B)(4) affiliate. A patient reported corneal staining and pain on (B)(6) 2010 while wearing 1-day acuvue trueye contact lenses, narafilcon a (narafilcon a products are not marketed in the us). On (B)(6) 2010, the patient reported the symptoms improved. On (B)(6) 2010, the patient provided the following information: the patient's symptom did not resolve and the patient was seen at another eye clinic. The patient is still receiving treatment. The patient was instructed to discontinue contact lens (cl) wear for 2 weeks and visit the clinic once a week. On (B)(6) 2010, the clinic where the patient was initially treated was contacted, they would not provide information without written consent. The second clinic where the patient was treated was contacted on (B)(4) 2010 and provided the following information: the patient was seen on (B)(6) 2010 and was diagnosed with keratitis in the left eye (os). The patient had a corneal opacity on (B)(6) 2010. The patient was prescribed cravit, bestron and hyalein eye drops. The second clinic provided additional information on (B)(6) 2010, the patient returned to the clinic on (B)(6) 2010 and still had an opacity os. The ecp suspects bacterial origin. Vigamox eye drops were added to the patient's treatment because the surface of the patient's corneal was not clear. The second clinic was contacted on (B)(4) 2010 and provided the following information. The patient returned to the clinic on (B)(6) 2010. The patient's corneal epithelium was improving and the treating ecp decided that a corneal culture would not be performed. The patient was instructed to return to the clinic in 2 weeks. The treating ecp thought it may take 6 months to 1 year for the cornea to the clear due to the deep corneal opacity. The ecp noted that there was no loss of vision. The precise visual acuity measurement was not provided. Our (B)(4) affiliate will continue to follow-up on this case on a regular basis. One sealed blister was returned. The parameters of the lens were measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. No visual attributes were observed. The results of the lot history review will be sent in an follow-up report. If additional information is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Method: device from same lot of actual device involved was evaluated. Conclusions: no conclusion can be drawn.